Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection showed deformations of the inner conductor helix/outer conductor helix, which are probably due to the operation process. The analysis did not show any further deviations that could be related to the clinical complaint. In particular, the measurement values of the electrical analysis were within the technical specification. During the performed screw tests, no anomalies could be noted. There were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - shortly after the implant, a lead dislodgement was reported. The lead was explanted and returned for analysis. No deterioration of the patient&#62688;state of health was reported.